Event description:
The technician alleged the brake casters swivel when pushed from side while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.